Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having irritation and pain at the ipg site. The physician suspected that the irritation was due to the patient's being very thin. The patient underwent an ipg explant procedure. No device malfunction was suspected.